Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral component, catalog # unknown, lot # unknown. Unknown vanguard articular surface, catalog # unknown, lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-00483.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing loosening in knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
From additional information received, the patient was revised due to loosening in knee.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products : vanguard ssk femoral catalog # 185266 lot # 2616174, unknown locking bar catalog # unknown lot # unknown, vg 360 dst fm ag 70x5 ll/rm catalog # 185326 lot # 073090, vg 360 dst fm ag 70x10 rl/lm catalog # 185386 lot # 554590, bmt 360 tib tray 71mm catalog # 185203 lot # 954960, bmt 360 tib 5.0 offset adapter catalog # 185211 lot # 232110, bmt 360 tib sm cruciate wing catalog # 185650 lot # 535420, bmt splined knee stm 12x80 catalog # 141612 lot # 679120 , bmt splined knee stm 16x80 catalog # 141616 lot # 169780, bmt 360 tib 5.0 offset adapter catalog # 185211 lot # 927980. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.